Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization to treat a gastrointestinal hemorrhage, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l15177) was used in accordance with the instructions for use (IFU) and was inserted into the concomitant carnelian® marvel® microcatheter (tokai medical products), however, there was resistance encountered between the coil and the microcatheter. As a result, the coil could not be advanced. The complaint coil was replaced, and the procedure was completed without any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: preliminary photo images of the complaint device were captured by the j&j japan affiliates. Based on the review of the photos by the product analysis lab, the device positioning unit (dpu) is kinked near the resistance heating (rh) coil. The embolic coil is observed to be damaged and in kinked condition. The coil introducer is split in two. The non-sterile 1.50mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The coil introducer was observed partially zipped and split in two. The device positioning unit (dpu) was kinked in several areas. The complaint device underwent microscopic inspection. The embolic coil was observed in kinked condition. No other damage was observed on the coil. The visual and microscopic inspections of the returned complaint device are consistent with the photos of the complaint device that were included in the file. The photos showed that the dpu was kinked near the resistance heating (rh) coil. The coil introducer was split in to and the embolic coil was in kinked condition. A review of manufacturing documentation associated with this lot (l15177) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 1.50mm x 2.00cm galaxy g3 mini coil encountered resistance when it was inserted into the concomitant microcatheter and could not advance was not confirmed through functional evaluation; the condition of the returned complaint device precluded it from undergoing functional testing. However, the condition of the returned device with the dpu kinked in several areas and the embolic coil also in kinked condition, confirmed the reported issue. The condition of the dpu would result in the coil not being able to advance. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the kinked dpu and the kinked embolic cannot be conclusively determined. It is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure reported in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available reported. Physical manufacturer name: (B)(4). [Photo analysis]: the photos of the complaint device was included in the complaint file. Based on the photos, the device positioning unit (dpu) is kinked near the resistance heating (rh) coil. The embolic coil is observed to be damaged and in kinked condition. The coil introducer is split in two. The complaint device has been received. Further investigation will be performed. A review of manufacturing documentation associated with this lot (l15177) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization to treat a gastrointestinal hemorrhage, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l15177) was used in accordance with the instructions for use (IFU) and was inserted into the concomitant carnelian® marvel® microcatheter (tokai medical products), however, there was resistance encountered between the coil and the microcatheter. As a result, the coil could not be advanced. The complaint coil was replaced, and the procedure was completed without any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j (B)(6)affiliates. Based on the review of the photos by the product analysis lab on 4/14/2020, the device positioning unit (dpu) is kinked near the resistance heating (rh) coil. The embolic coil is observed to be damaged and in kinked condition. The coil introducer is split in two. This event has been deemed MDR reportable as a ¿malfunction.¿